Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator of the inflation device broke during distraction of the thoracolumbar orthopedic implant. This happened with three different inflators on the same patient. The o-ring went into the patient but was recovered. Another device was used to complete the procedure. No harm or injury reported. The customer reported three defective devices. This is one of three reports for this complaint: 1721504-2011-00009 and 1721504-2011-00010.